Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 02-sep-2025, it was reported that a beta bionics ilet user experienced a hyperglycemic episode after consuming several alcoholic beverages without accurately accounting for carbohydrate intake. The device¿s automated correction algorithm gradually regulated the elevated glucose levels over time. No outside medical intervention was required.